Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. No other similar or related complaints for the reported lot were found. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence.

Event description:
The consumer stated by phone that a tampon unraveled during removal and pieces remained inside the body. This event occurred with one tampon. Attempts were made on (B)(6) 2018 to contact the consumer for more information. On (B)(6) 2018 she responded that she had experienced some slight discharge and consulted with her gynecologist. The discharge has subsided and she believes that everything is out of her body. No further medical assistance is scheduled. No further information is available at this time.

Manufacturer narrative:
Additional information: this is a follow up to report the string was missing from two tampons. The consumer was able to manually remove the tampons and did not seek medical assistance.

Event description:
This is a follow up to report the string was missing from two tampons. The consumer was able to manually remove the tampons and did not seek medical assistance.